Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt from another country, the contacted lifescan alleging the one touch ultra 2 meter read inaccurately high. The medical affairs specialist sent follow-up questions to the technical service rep (tsr) to ask the pt. At 10pm one day prior, pt obtained a 9.3 mmol/l reading on his one touch ultra 2 meter compared to a 7.8 mmol/l reading on his backup meter at the same time. Due to the reading, the pt took 12 units of insulin before bed. The pt takes 5 units of hypurin porcine neutral insulin in the morning, 7 units before lunch, and 7 units before dinner. He takes 12 units of isophane before bed if his result is over 8 mmol/l and 10 units if his result is less than 8 mmol/l. At 3am the next day, the pt woke up confused, feeling hot, and had tingly lips; symptoms she described as typical of hypoglycemia for her. She ate biscuits and took glucose and fell asleep soon after. She did not test her blood sugar during the time she had these symptoms and did not wake up with any symptoms. She obtained a reading of 7.8 mmol/in the morning on her backup meter. The pt ate normally one day prior, and did not eat before going to bed because she thought her blood glucose level was high. She states she normally eats something before going to bed depending on the blood glucose result. The pt has not made any changes to her medication or diet regimen since the time she had symptoms. She states she doesn't frequently have such symptoms; she usually has them if she goes shopping or does exercise. She did not mention any strenuous activity one day prior. She is currently using her backup meter and waiting for a replacement meter. The tsr determined during the troubleshooting telephone call the pt's testing technique was correct. The meter was set to correct unit of measure at the time of testing and the results were verified in the meter memory. This complaint is being reported because the pt alleged she obtained an inaccurately high result, took extra insulin, skipped a snack, and experienced hypoglycemia.